Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a loss of stimulation and return of symptoms. The patient was unable to charge because their desktop charger and power cord was lost. Additional information was reported from the patient that they were assaulted and thrown off a porch. Since then their ins has been out of whack. No further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.